Manufacturer narrative:
Date of the event was estimated.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's machine was messing up because she has tried reprogramming it every way she could but nothing was helping. The patient stated that she had the stimulation down low but felt like the ins was shocking her. The patient turned her ins off and she was limping and her leg hurt. The patient also mentioned that the ins hurt down her right side and hip using program 3, which helped the best with her symptoms, so the patient turned it off. It was reported that it was still hurting her right side and hip so she changed the programs and switched to p1. It no longer was hurting her down her right side and hip but it was hurting her down her left side. The patient reported that her ins has been turned off all ay and stimulation has been down to 0.4v for a month. Trouble shooting attempts were made and the patient synced the patient programmer to the ins to verify that the ins was off and it was confirmed it was off at 0.0v. There were no further symptoms or complications reported or anticipated.